Event description:
The device was used during a long biopsy. It was reported by the rep during videoscopic lung biopsy four(4) of the endocutters were used and after second firing, the staplers did not cut-cartridges were out of order. There was no consequence to the pt.

Manufacturer narrative:
Results of evaluation: conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why instrument a reportedly "did not cut" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that instrument a was fully functional and conforming to design specifications. It was concluded that instrument b was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.